Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during that during retrieval of the clot from the occluded m1 segment, the physician noticed that the guidewire had broken off inside the patient. The broken wire was completely removed from the patient body using snare device. The physician indicated that the wire broke because of too much push force due to the resistance. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during that during retrieval of the clot from the occluded m1 segment, the physician noticed that the guidewire had broken off inside the patient. The broken wire was completely removed from the patient body using snare device. The physician indicated that the wire broke because of too much push force due to the resistance. There was no clinical consequence to the patient due to this event.